Event description:
It was reported that: "dr. (B)(6) put the size 4 captured block on femur and began making anterior cut when the anterior capture became loose and fell off. He removed block and replaced with another #4 block that hospital had consigned."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.